Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)', menorrhagia ('abnormal bleeding (menorrhagia)'), uterine haemorrhage ('abnormal uterine bleeding') and genital haemorrhage ('general abnormal bleeding') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, anemia, adenoidectomy, back pain, post coital bleeding, vitamin b12 deficiency and adenoidectomy. Previously administered products included for birth control: alesse from 2008 to 2009; for an unreported indication: depo-provera from 2007 to 2008. Concurrent conditions included menstrual disorder nos and lower abdominal tenderness. Concomitant products included ethinylestradiol; norgestimate (sprintec) from 2009 to 2012 for birth control as well as clarithromycin (macrobid), cyanocobalamin, ethinylestradiol; levonorgestrel (alesse), hydromorphone, iron, ketorolac, ondansetron, oxycodone, promethazine and vitamin b complex.. On (B)(6) 2012, the patient had essure inserted. In may 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), pernicious anaemia ("autoimmune disorder type of disorder: pernicious anaemia"), vitamin b2 deficiency ("autoimmune disorder type of disorder:w/b2 deficiency") and nausea ("nausea"). On (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain/chronic pain") and back pain ("lower back pain"), 6 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), migraine ("migraines / headaches"), fibromyalgia ("other injury(ies) or complication (s) please describe:fibromyalgia"), ovarian cyst ("injury(ies) or complication (s) please describe: left ovarian cyst"), dermatitis allergic ("allergy: rash/skin condition"), urinary tract infection ("utl"), bladder disorder ("bladder problems"), vaginal discharge (" vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), visual impairment ("vision problems"), dysmenorrhoea ("dysmenorrhoea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)" and was found to have weight increased ("weight gain"). The patient was treated with butalbital; caffeine; paracetamol (fioricet), cyanocobalamin (vitamin b12), duloxetine hydrochloride (cymbalta), ethinylestradiol; ferrous fumarate; norethisterone (generess fe), ketorolac tromethamine (toradol), ondansetron hydrochloride (zofran), oxycodone hydrochloride; paracetamol (percocet) and surgery (endometrial ablation). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, menorrhagia, uterine haemorrhage, genital haemorrhage, pelvic pain, back pain, abdominal pain, abdominal pain lower, dysfunctional uterine bleeding, pernicious anaemia, vitamin b2 deficiency, migraine, nausea, fibromyalgia, ovarian cyst, dermatitis allergic, urinary tract infection, bladder disorder, vaginal discharge, vaginal infection, fatigue, gastrointestinal disorder, alopecia, visual impairment, weight increased, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, dermatitis allergic, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, pernicious anaemia, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vitamin b2 deficiency and weight increased to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as on (B)(6)2014 now it is reported on (B)(6) 2012. The essure tubal sterilization coils were meticulously placed in each ostia bilaterally. Patient tolerated the procedure well. Plaintiff currently planning for essure removal. Plaintiff received treatment for bleeding, bladder/urinary problems, other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012: (as per pfs):total bilateral occlusion. (As per mr): the endometrial cavity is normal, bilateral essure devices are seen in the fallopian tubes. Ultrasound pelvis: on (B)(6) 2014: there is a small amount of fluid within the endometrium. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : migraines, crmping, dysfunctional uterine bleeding, abnormal uterine bleeding, left ovarian cyst, abdominal pain, pelvic pain, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received. New event dysmenorrhea, dyspareunia was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)'), uterine haemorrhage ('abnormal uterine bleeding') and genital haemorrhage ('general abnormal bleeding') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, anemia, adenoidectomy, back pain, post coital bleeding, vitamin b12 deficiency and adenoidectomy. Previously administered products included for birth control: alesse from 2008 to 2009; for an unreported indication: depo-provera from 2007 to 2008. Concurrent conditions included menstrual disorder nos and lower abdominal tenderness. Concomitant products included ethinylestradiol;norgestimate (sprintec) from 2009 to 2012 for birth control as well as clarithromycin (macrobid), cyanocobalamin, ethinylestradiol;levonorgestrel (alesse), hydromorphone, iron, ketorolac, ondansetron, oxycodone, promethazine and vitamin b complex. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), pernicious anaemia ("autoimmune disorder type of disorder: pernicious anaemia"), vitamin b2 deficiency ("autoimmune disorder type of disorder:w/b2 deficiency") and nausea ("nausea"). On (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain") and back pain ("lower back pain"), 6 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), migraine ("migraines / headaches"), fibromyalgia ("other injury(ies) or complication (s) please describe:fibromyalgia"), ovarian cyst ("injury(ies) or complication (s) please describe:left ovarian cyst"), dermatitis allergic ("allergy: rash/skin condition"), urinary tract infection ("utl"), bladder disorder ("bladder problems"), vaginal discharge (" vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). The patient was treated with butalbital;caffeine;paracetamol (fioricet), cyanocobalamin (vitamin b12), duloxetine hydrochloride (cymbalta), ethinylestradiol;ferrous fumarate;norethisterone (generess fe), ketorolac tromethamine (toradol), ondansetron hydrochloride (zofran), oxycodone hydrochloride;paracetamol (percocet) and surgery (endometrial ablation). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, menorrhagia, uterine haemorrhage, genital haemorrhage, pelvic pain, back pain, abdominal pain, abdominal pain lower, dysfunctional uterine bleeding, pernicious anaemia, vitamin b2 deficiency, migraine, nausea, fibromyalgia, ovarian cyst, dermatitis allergic, urinary tract infection, bladder disorder, vaginal discharge, vaginal infection, fatigue, gastrointestinal disorder, alopecia, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, dermatitis allergic, dysfunctional uterine bleeding, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, pernicious anaemia, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vitamin b2 deficiency and weight increased to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2014 now it is reported (B)(6) 2012. The essure tubal sterilization coils were meticulously placed in each ostia bilaterally. Patient tolerated the procedure well. Plaintiff currently planning for essure removal. Plaintiff received treatment for bleeding, bladder/urinary problems, other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: (as per pfs):total bilateral occlusion. (As per mr):the endometrial cavity is normal, bilateral essure devices are seen in the fallopian tubes.. Ultrasound pelvis - on (B)(6) 2014: there is a small amount of fluid within the endometrium. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : migraines, crmping, dysfunctional uterine bleeding, abnormal uterine bleeding, left ovarian cyst, abdominal pain, pelvic pain, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. Reporter information added. Event : general abnormal bleeding, allergy: rash/skin condition, utl, bladder problems, vaginal discharge, vaginal infection, fatigue, gi conditions, hair loss, vision problems, weight gain added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)') and uterine haemorrhage ('abnormal uterine bleeding') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, anemia, adenoidectomy, back pain, post coital bleeding, vitamin b12 deficiency and adenoidectomy. Previously administered products included for birth control: alesse from 2008 to 2009; for an unreported indication: depo-provera from 2007 to 2008. Concurrent conditions included menstrual disorder nos and lower abdominal tenderness. Concomitant products included ethinylestradiol;norgestimate (sprintec) from 2009 to 2012 for birth control as well as clarithromycin (macrobid), cyanocobalamin, ethinylestradiol;levonorgestrel (alesse), hydromorphone, iron, ketorolac, ondansetron, oxycodone, promethazine and vitamin b complex. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), pernicious anaemia ("autoimmune disorder type of disorder: pernicious anaemia"), vitamin b2 deficiency ("autoimmune disorder type of disorder:w/b2 deficiency") and nausea ("nausea"). On (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain") and back pain ("lower back pain"), 6 months after insertion of essure. On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"), migraine ("migraines / headaches"), fibromyalgia ("other injury(ies) or complication (s) please describe:fibromyalgia") and ovarian cyst ("injury(ies) or complication (s) please describe:left ovarian cyst"). The patient was treated with butalbital;caffeine;paracetamol (fioricet), cyanocobalamin, duloxetine hydrochloride (cymbalta), ethinylestradiol;ferrous fumarate;norethisterone (generess fe), ketorolac tromethamine (toradol), ondansetron hydrochloride (zofran), oxycodone hydrochloride;paracetamol (percocet) and surgery (endometrial ablation). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, menorrhagia, uterine haemorrhage, pelvic pain, back pain, abdominal pain, abdominal pain lower, dysfunctional uterine bleeding, pernicious anaemia, vitamin b2 deficiency, migraine, nausea, fibromyalgia and ovarian cyst outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysfunctional uterine bleeding, fibromyalgia, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, pernicious anaemia, uterine haemorrhage, vaginal haemorrhage and vitamin b2 deficiency to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as ??-(B)(6) 2014 now it is reported (B)(6) 2012. The essure tubal sterilization coils were meticulously placed in each ostia bilaterally. Patient tolerated the procedure well plaintiff currently planning for essure removal diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 18-oct-2012: (as per pfs):total bilateral occlusion. (As per mr):the endometrial cavity is normal, bilateral essure devices are seen in the fallopian tubes.. Ultrasound pelvis - on (B)(6) 2014: there is a small amount of fluid within the endometrium.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : migraines, cramping, dysfunctional uterine bleeding, abnormal uterine bleeding, left ovarian cyst, abdominal pain, pelvic pain, nausea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-aug-2019: pfs & mr received. Case becomes incident. Injury nos updated with new event pelvic pain. New events abnormal bleeding (vaginal, menorrhagia), dysfunctional uterine bleeding, abnormal uterine bleeding, pernicious anaemia, w/b2 deficiency, migraines / headaches, nausea, fibromyalgia, left ovarian cyst, lower back pain, abdominal pain, lower abdominal pain were added. Concomitant conditions, concomitant & treatment drugs were added. Lab data was added. Reporter¿s information was added. Patient¿s demographics were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.